Manufacturer narrative:
(B)(6). Concomitant medical product: unknown nexgen femoral, item # unknown, lot # unknown. (B)(6). The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. Gro s. Dyrhovden md, stein ha°kon l. Lygre phd, mona badawy md, phd, øystein gøthesen md, phd, ove furnes md, phd. Have the causes of revision for total and unicompartmental knee arthroplasties changed during the past two decades? Clin orthop relat res (2017) 475:1874¿1886, doi 10.1007/s11999-017-5316-7. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 05635. Product location unknown.

Event description:
It was reported in a journal article that two-hundred and thirty-six knees were revised due to malalignment. No additional information is available.